Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: according to the information received, it was reported that during the acl reconstruction operation, after connecting with generator, does not function at all, the screen did not show any alert code. No additional information could be provided. The complaint device was received and evaluated in (B)(6) laboratory. Visual inspections revealed signs of activation and saline residues into the suction tube. No visual damaged found in the shaft and cord. Electrode was tested, an "output shorted "error appeared during ablation mode and coagulate failed. The photo provided by the customer showed the electrode in its original packaging therefore, the device was sent to supplier for further evaluation. The vapr s90 4.0mm w/integr hdp -ea was returned to supplier for evaluation. The supplier conducted visual inspection and functional test of device received by customer. The visual inspection revealed that device was not returned in the original packaging. Also, the distal tip shows no obvious signs of significant use and residue in suction tube. Finally, no visible damage to handle, cable or plug. The electrical test was performed, and the active continuity was failed. To investigate the active continuity failure, the handle was opened up and continuity checks performed to locate the breakdown in active continuity; as a result, the across electrical crimp failed. During the functional test, the coagulate mode was not activated and when on ablate, the generator would highlight an output short error. After an extended activation period of 39 seconds the device began to operate correctly. The continuity between the active plug pin and distal tip was re-measured and found to still be out of specification. DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. From our investigation we were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. A CAPA investigation was initiated to investigate the intermittent connection within the device handle which resulted in a design activity to improve the robustness of the electrical connections. The complaint device investigated was manufactured prior to this change. A CAPA investigation has identified the components used in the process are not compatible for this method of joining and further design activity is required to improve the robustness of the electrical connections. The root cause of this failure is a design fault and corrective action is design improvements. Please refer to CAPA closure report attachment for corrective actions. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. As detailed in the product control plan this product is 100% inspected for continuity and capacitance as part of its product test regime therefore all reasonable containment is in place. At this point in time, depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during the anterior cruciate ligament reconstruction procedure on 1/19/2021, it was observed that the electrode device did not function at all when it was connected with the generator. During in-house engineering evaluation, it was determined that the device failed active continuity electrical test and functional test as the coagulate mode was not activated. Another like device was used to complete the surgery. There was no surgical delay nor adverse patient consequences reported. No additional information was provided.